Manufacturer narrative:
D9: date returned to mfg.: 4/3/2024. H3 and h6. Codes: updated. One device was received for evaluation. The complaint was verified at inspection. The cause was the air detector door assembly. Replaced the air detector door assembly to resolve the issue. Device passed all the functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had issues with the air detector clamp. There was no patient involvement and no patient harm.